Manufacturer narrative:
Concomitant medical products (disregard non-bd set) the customer¿s report of a leak at the connection site was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Event description:
The customer reported the product leaked during the post-test saline flush. This was after isovue 370 had been power injected at 4ml/second for a pe study. The contrast had not leaked, and the test was not affected. The product had since been removed from the patient, and it appears as if the connection could have been tightened by one thread. The power injector's next calibration is due in august of 2019. The patient experienced a slight infiltration at their IV site which had been in their lateral proximal forearm. There was no patient harm. The customer later reported they have verbally asked that all of their technicians make certain to clean the valves and allow proper drying time prior to connecting products. The customer has also confirmed their power injector used in CT (last calibrated to factory specifications on (B)(6) 2018 is programmed to limit to limit injection pressures below 325 psi before auto-stopping the injection at 325 psi.

Manufacturer narrative:
20 gauge insyte autoguard IV catheter, non-bd set, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the product leaked during the post-test saline flush. This was after isovue 370 had been power injected at 4ml/second for a pe study. The contrast had not leaked, and the test was not affected. The product had since been removed from the patient, and it appears as if the connection could have been tightened by one thread. The power injector's next calibration is due in (B)(6) 2019. The patient experienced a slight infiltration at their IV site which had been in their lateral proximal forearm. There was no patient harm. The customer later reported they have verbally asked that all of their technicians make certain to clean the valves and allow proper drying time prior to connecting products. The customer has also confirmed their power injector used in CT (last calibrated to factory specifications on (B)(6) 2018) is programmed to limit to limit injection pressures below 325 psi before auto-stopping the injection at 325 psi.